Event description:
It was reported that the user experienced persistent hyperglycemia for approximately five hours with blood glucose exceeding 400 mg/dl while receiving an on-screen ¿unable to continue, check notifications to proceed¿ message during multiple attempts to change teflon infusion set supplies, which was associated with no insulin delivery and an alarm condition; after guided troubleshooting and repeating a complete supply change, insulin delivery resumed, and replacement consumables were arranged. Symptoms included hyperglycemia without documented ketones and without acute complications. Outcomes included the use of subcutaneous insulin by pen (12 units of lyumjev) without need for external assistance and without medical intervention or hospitalization. Investigation included phone-based troubleshooting and education with verification of cartridge and tubing change steps and collection of lot information for the inset, cartridge, and luer connector. Investigation of this case revealed that the issue resolved after complete replacement of disposable infusion components and restart of insulin delivery, suggesting a transient interruption in insulin delivery related to the consumable pathway. It was concluded that the event was consistent with a no-delivery condition linked to disposable component performance, with restoration of function after replacement and user guidance.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.